Manufacturer narrative:
Result of investigation: the examination revealed a bent shaft and cracked rod lenses in the peripheral area due to the bent shaft. The distal solder seam is chemically corroded and has a leak due to moisture entering the system. There are unknown deposits/residues on the distal cover glass in the peripheral area. The imaging is negatively affected by the residues and moisture penetration and appears foggy and blurred in the center. The customer's information can be confirmed regarding the tube imaging. The examination revealed a bent shaft, which caused consequential damage in the form of cracked rod lenses in the edge area. The distal solder seam is chemically corroded and has a perforation in the form of a hole in the edge area, through which moisture has penetrated the system unhindered and, among other things, has negatively affected the imaging. Furthermore, there are unknown deposits/residues on the distal cover glass in the edge area. The damage found is not due to a manufacturing/production defect but was most likely caused by clinical use/clinical reprocessing. No further measures will be taken. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history.all production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "haze on the optics. No negative impact in state of health reported.